Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿difficulty coming out, and the needle finally exploded off spilling on the product out.¿ the event was noted during injection. Patient contact did occur, but no injury to patient, staff, or injector. The package needle was not used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time.¿ device labeling: precautions: juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿difficulty coming out, and the needle finally exploded off spilling on the product out.¿ the event was noted during injection. Patient contact did occur, but no injury to patient, staff, or injector. The package needle was not used.